Event description:
According to the dentist, the incident occurred during a root canal procedure on tooth #14. The patient involved is an adult. During the procedure, the back cap of the dental handpiece came into contact with the patient's lower lip, specifically near the inner cheek on the side closest to the clinician. Upon removal of the handpiece, the dentist observed a mucosal burn approximately 3/8 inch in size on the patient's inner lower lip. The patient was under local anesthesia at the time and did not report any sensation of the burn. Following the incident, the patient was prescribed chlorhexidine mouthwash for topical treatment of the affected area. The patient has since followed up and is reportedly doing well. No further medical treatment or intervention has been deemed necessary.

Manufacturer narrative:
As the instrument has not been returned yet, it was not possible to analyze the condition. However, in the description of the issue it was stated that the back of the instrument was touching the lower lip / burned area. It is therefore very likely that the push button may have been pressed accidentally during use as the tissue has been lifted away. This causes a quick heat up of the push button as it rubs on the inner spinning parts. To avoid such issues the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: 2.2 improper use because the operation with an electric motor involves a higher torque, patients, users and other people can suffer injuries and serious burns if an instrument is damaged or used improperly. Check the technical condition before each use. Never press the push-button during operation of the device. Never use the instrument to keep the cheek, tongue or lip at a distance. Never touch soft tissue with the handpiece head or instrument cover. 2.3 technical condition a damaged product or not kavo original components could injure patients, users or third parties. Only operate devices or components if they show no signs of damage on the outside. Check to make sure that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service personnel. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions, damage (e.g., from dropping), irregular running noise, excessive vibration, overheating, dental bur is not seated firmly in the handpiece. To ensure optimum function and to prevent property damage, please comply with the following instructions: service the medical device regularly with care products and systems as described in the instructions for use. The device should be reprocessed and stored in a dry location, according to instructions, if it is not to be used for an extended period of time.